Manufacturer narrative:
Additional information provided on 07/04/2016 it was further reported that the patient denies hearing any audible click when connecting to her power source and no excessive force was used to connect. There was no loss of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose component". The reported event could not be confirmed; the controller performed as intended at the bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The ports were able to perform proper mating and locking actions when the power sources were connected and functionality did not indicate any abnormal operation of the controller. The reported event could not be duplicated at the bench level. No failure detected; the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during a clinic visit this patient complained that one port of the controller was not holding any power source and was loose. The controller ws exchanged without consequence to the patient. No further information was provided.